Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.\

Event description:
It was reported to philips that the device failed the electrical safety test when the customer was performing preventive maintenance on the device. There was no reported patient involvement/adverse patient impact.